Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed hives under the rear te pads of the lifevest. It was also reported that there was broken skin and pus in some areas of the irritation. The patient's physician prescribed an ointment for the irritation, however the patient report that the ointment did not help. The patient's physician then recommended that the patient remove the device to let the irritation heal. Follow-up indicated that the irritation had healed.